Event description:
Lap prostatectomy - "(B)(6) had used one full epix universal and was using the second one. She had successfully placed 5 clips from the epix universal, and when loading the 6th clip it simply fell out of the jaw of the applier without closing. This happened with 2 more clips which all had to be retrieved. (B)(6) then fired a clip into her hand which again simply fell off the jaws without actually closing. She tried one more time inside the patient to ligate with the clip and again it failed to close so she stopped using the epix universal." Patient status: normal.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.